Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were regular and not as heavy, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 2 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced rash ("skin rashes / rash on right hand, both upper arms and trunk"), urticaria ("urticaria") and hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced menstruation irregular ("irregular menses"), polymenorrhoea ("frequent menses"), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("low density 2 cm structure suggestive of follicles/cyst") with pruritus and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, polymenorrhoea, menorrhagia, abdominal pain, dizziness, nausea, headache, rash, vulvovaginal discomfort, vaginal discharge, ovarian cyst, urticaria, hypersensitivity, vulvovaginal pruritus, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, nausea, ovarian cyst, pelvic pain, polymenorrhoea, rash, urticaria, vaginal discharge, vulvovaginal discomfort and vulvovaginal pruritus to be related to essure. Diagnostic results: (B)(6) 2015: abdominal x-ray: revealed surgical material from a tubal ligation and a low density 2 cm structure suggestive of follicles/cyst. (B)(6) 2017: CT scan: bilateral essure devices; otherwise, no acute abnormality was identified within the abdomen and pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : case upgraded to serious incident category, event pelvic pain was updated, new event added-abnormal bleeding and removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were regular and not as heavy, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 2 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced rash ("skin rashes / rash on right hand, both upper arms and trunk"), urticaria ("urticaria") and hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful menses"). On an unknown date, the patient experienced menstruation irregular ("irregular menses"), polymenorrhoea ("frequent menses"), dizziness ("dizziness"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("low density 2 cm structure suggestive of follicles/cyst") with pruritus and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, polymenorrhoea, menorrhagia, abdominal pain, dizziness, nausea, headache, rash, vulvovaginal discomfort, vaginal discharge, ovarian cyst, urticaria, hypersensitivity, vulvovaginal pruritus, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, nausea, ovarian cyst, pelvic pain, polymenorrhoea, rash, urticaria, vaginal discharge, vulvovaginal discomfort and vulvovaginal pruritus to be related to essure. No further causality assessment were provided for the product. Diagnostic results: on (B)(6) 2015: abdominal x-ray: revealed surgical material from a tubal ligation and a low density 2 cm structure suggestive of follicles/cyst. On (B)(6) 2017: CT scan: bilateral essure devices; otherwise, no acute abnormality was identified within the abdomen and pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.